Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.

Event description:
On 28 may 2024 it was reported by a sales rep via email that an ar-1996cd driver, biocomposite interference screw broke during use. This occurred during an acl reconstruction when the screw was being inserted. The case was completed successfully. There was case involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.